Event description:
The medtronic laparoscopic covidien endo/gia, (model egiauxl) stapler fired and cut the tissue, but wouldn't release the tissue, it was holding in the renal vein. This resulted in extended time (45 minutes) in the operating room while the team worked to free the stapler from the tissue and achieve closure. No harm to patient. FDA safety report ID# (B)(4).